Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the use of the abbott diabetes care (adc) device. The customer experienced a burning reaction on the skin with the appearance of blisters at the sensor site and consulted a healthcare professional. An ointment was prescribed by the pediatrician; however, the name of the ointment is unknown. There was no report of death or permanent impairment associated with this event.